Event description:
Customers report a difference in concentration values between performing manual vs. Automated dilutions. In addition, differences were observed in values when a sample from a non-pregnant female was tested neat vs. Diluted. Customers also report receiving error code 1118, invalid test result, intercept too low. Abbott has not received any reports of adverse events related to this issue.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.